Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. A visual inspection was conducted. The device showed signs of clinical use; no blood was observed. The distal lens was cracked. The certificate of conformity for the reported product serial number was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the returned condition of the device and the results of the evaluation, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a foggy tip. No patient involvement. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a foggy tip. No patient invovlement. A replacement device was used to complete the procedure.